Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred after the customer went swimming with the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.